Event description:
The company was notified on 1/22/2003 that a pt developed a deep vein thrombosis following endovenous coagulation of the greater saphenous vein. The fiber was not returned to the company for eval. No problems were noted during the procedure. The dvt was detected on follow-up. The pt is on lytic therapy.